Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is leaking helium, the entire tank emptied quickly. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, e1(event site email), g1, g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions, component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Customer state leaking helium from the unit, run all test no issue for leaking found suggest to customer to check their patient circuit. Fse replace o ring. Functional testing and safety check to factory specifications. Returned to the customer and cleared for clinical use.